Event description:
Patient underwent a balloon kyphoplasty at levels t9, t11, t12. It was reported that during the procedure a balloon being removed from level t12 was initially not completely deflated when being withdrawn from the vertebral body and was then subsequently deflated and removed. Bone cement posterior to the t12 level vertebral body was confirmed under lateral fluoroscope. The surgeon decided to perform a laminectomy and remove the bone cement that was outside the vertebral body. The bone cement was no longer visible in a final lateral fluoroscope. The patient was reported to have no clinical sequelae following the laminectomy procedure.

Manufacturer narrative:
Method: device not returned for evaluation; follow-up information from physician and company representative. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.